Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had threshold suspend issues and mentioned that they experienced high blood glucose levels of 300mg/dl to 400mg/dl. The customer had ketones, dry mouth, and blurred vision. The customer treated with injections. Customer declined to troubleshoot for high readings. The customer was assisted with calibration error. Customer's blood glucose value was 358mg/dl at the time of incident. Troubleshooting found customer had bent sensor cannula and was advised to return product. The insulin pump will not be returned for analysis.